Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had pericardial effusions and signs of tamponade were noted on (B)(6) 2021. The drainage method was surgical procedure. The pericardial effusions were noted to be related to the device. The patient developed sustained ventricular arrhythmia on (B)(6) 2021. Direct current cardioversion or medication was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had pericardial effusions and signs of tamponade were noted on (B)(6) 2021. The drainage method was surgical procedure. The pericardial effusions were noted to be related to the device. The patient developed sustained ventricular arrhythmia on (B)(6) 2021. Direct current cardioversion or medication was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of ventricular arrhythmia and pericardial effusions could not be conclusively established through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, the hospital communicated that no additional information would be provided. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia, bleeding, and pericardial fluid collection as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6 also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding no further information was provided. The manufacturer is closing the file on this event.